Event description:
Customer called in to report hospitalization for issues with eye sight, dizziness and high blood glucose level. Magnesium was low. Hospital placed customer on insulin drip. Blood glucose level was 447 mg/dl during hospitalization. Customer was not wearing insulin pump at the time. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.